Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) could not be accurately positioned and could not seal a ruptured vessel as intended. There was no reported patient injury. There was no difficulty connecting the exoseal vascular closure device (vcd) with the vascular sheath introducer, and no resistance or friction was experienced during advancement. The sheath was not kinked or bent. The sheath was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly, with an audible click observed. Pulsatile flow was seen from the bleed-back indicator and significantly slowed or stopped after joint retraction of the vcd and sheath. The indicator window did not change color during retraction, and the physician did not have their thumb on the plug deployment button. The button could not be pressed at all, and the indicator window remained unchanged; the plug remained within the device. The device was also tested outside the body, and pulling the wire loop did not activate the indicator window. The device was used to seal the puncture site. The operator was trained and used the vcd in an interventional procedure. The vcd was stored and prepared per the instructions for use (IFU) and was used in a retrograde approach. There was no visible damage to the device or packaging prior to use. A non-cordis sheath (terumo 8f, 10cm) was used. Angiography verified the femoral artery¿s suitability with appropriate insertion angle, and vessel diameter was confirmed to be =5mm. There was no calcium, plaque, stent, or >50% stenosis at or near the puncture site. Additionally, no prior closure device or manual compression had been used within 30 days, and no signs of hematoma, arteriovenous fistula, or pseudoaneurysm were present at the access site prior to exoseal vcd use. The hospital reported this case as a serious injury adverse event to the china nmpa. The device will be returned for evaluation.

Manufacturer narrative:
Correction to h6. After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. There was no difficulty connecting the exoseal vascular closure device (vcd) with the vascular sheath introducer, and no resistance or friction was experienced during advancement. The sheath was not kinked or bent. The sheath was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly, with an audible click observed. Pulsatile flow was seen from the bleed-back indicator and significantly slowed or stopped after joint retraction of the vcd and sheath. The indicator window did not change color during retraction, and the physician did not have their thumb on the plug deployment button. The button could not be pressed at all, and the indicator window remained unchanged; the plug remained within the device. The device was also tested outside the body, and pulling the wire loop did not activate the indicator window. The device was used to seal the puncture site. The operator was trained and used the vcd in an interventional procedure. The vcd was stored and prepared per the instructions for use (IFU) and was used in a retrograde approach. There was no visible damage to the device or packaging prior to use. An 8f non-cordis sheath was used. Angiography verified the femoral artery¿s suitability with appropriate insertion angle, and vessel diameter was confirmed to be =5mm. There was no calcium, plaque, stent, or >50% stenosis at or near the puncture site. Additionally, no prior closure device or manual compression had been used within 30 days, and no signs of hematoma, arteriovenous fistula, or pseudoaneurysm were present at the access site prior to exoseal vcd use. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18433440 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.